Manufacturer narrative:
The suspect product is comfort curve test strips.

Event description:
Patient reported obtaining back-to-back blood glucose results of 371 mg/dl and 137 mg/dl, on the advantage system (meter strip lot 549554 with expiration date 03/31/2008). Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.